Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the implant being off and stimulation being too strong was not charging the implant. Once the consumer turned stimulation on, they felt it start and it was fully charged. There were no problems with the device and the issue was resolved, but the consumer did want to have the batteries checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient forgot to charge the ins for an extended period of time as she forgot and just tried charging a couple days ago. It appears to charge at first then when she stops the charge session, a screen comes up and she does not believe the ins was holding a charge/did not believe it was charging correctly. The patient saw all eight coupling bars and the third quartile was flashing. The ins icon on the recharger had a lightning bolt in it and that was empty, which meant stimulation was off. They tried turning the ins back on and after stimulation started, she said the sensation was too intense and turned it back off. They were advised to talk to their physician for therapy changes.